Manufacturer narrative:
Additional patient code: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there were no complications or arrhythmias. The patient was discharged the following day with no reported issues. At the one week follow up, a mild conduction disturbance was noted. Ten days following the valve implant procedure, the patient presented at the emergency room (ER) with a myocardial infarction. A clot in the left anterior descending artery was noted. The clot was evacuated, and a permanent pacemaker was implanted. The patient expired shortly after. The cause of death is unknown. It is unknown if an autopsy was performed.